Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen goes black, and the power does not turn on while using the monitor. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications. It was confirmed that the cause was the faulty printed circuit (g1) board. Olympus will continue to monitor field performance for this device.